Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was attempted to be "fixed" multiple times and then the helix would no longer extend. The lead was not used. No patient complications have been reported as a result of this event.